Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with the sensor. The customer's blood glucose was 279mg/dl. Sensor glucose was 45 and blood glucose 270mg/dl. Customer denied troubleshooting; customer knew it was due to not receiving insulin.